Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient in cardiac arrest, the device displayed "check pads" and "poor pad contact" messages. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.